Event description:
Routine complaint investigation when a consumer reported receiving a low reading of 1.5 mmol (27 mg/dl) when compared to a laboratory value of 10.2 mmol (184 mg/dl). The values, when plotted on a clarke error grid, fell into the "e" zone showing the difference in values to be clinically significant. There has been no complaint of death, serious injury or mistreatment associated with the event.